Event description:
Indus cervical screw driver with nipple tip broke off during surgery. Broken driver tip was removed and another one inserted successfully. Surgery completed without further incident.